Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as an infection in the peritoneum. The patient was hospitalized for the event. The cause of the peritonitis, treatment for the event, and the patient¿s outcome were not reported. On an unknown date, dianeal therapy was discontinued and the patient was moved to hemodialysis due to the event. No additional information is available.